Event description:
Additional information received that patient underwent surgical interventions where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Correction :section b5: the correct statement is added in section b5 in this report, which was inadvertly reported in follow up report -2.

Event description:
Additional information received that patient underwent surgical interventions where in the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the serial number was not provided.

Manufacturer narrative:
Date of event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that stimulation on the leads was reducing on its own. X-rays indicated patient lead is fractured. As a result, surgery may be pending to address the issue.